Event description:
The resident surgeon was clamping the skull clamp on the patient when the torque bolt "shot out" of the clamp. The staff in the room saw that the surgeon didn't have the torque bolt screwed in far enough before applying pressure to the torque bolt. There was no patient injury. There was a 10 minute delay in surgery. Additional information was on 05feb2016 with the following: on (B)(6) 2015, the patient (age and gender not provided) underwent a craniotomy. There was no injury to the user or any other person/personnel. The reason for the 10 minute delay was because another mayfield system had to obtained and used. There was no patient adverse consequence due to the surgery delay. Surgery was completed.

Manufacturer narrative:
Integra has completed their internal investigation on 08apr2016. The device was not returned back for evaluation. Device history record reviewed for this product ID lot # 123063 manufactured on 06/02/2015 show no abnormalities related to the reported failure. A total of (B)(4) devices were manufactured under this work order all passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. A two year lookback for this reported failure and or related to " bolt shot out" for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. The device involved in this case has not been sent in from the end user at this time. The most likely reason for the end users experience was due to use error per this customer.